Event description:
Nurse at user facility reported that fifteen minutes after the start of a treatment on a 1550 hemodialysis machine, an "fl" alarm occurred. This alarm can occur for a number of reasons but must be corrected before the automatic ultrafiltration controller (ufc) system will function. The problem was not corrected at this time. The attending nurse turned off the ufc system and manually set the uf control based on the pt uf goal and the dialyzer used. During the treatment it was reported that the trans-membrane pressure was fluctuating. It was reported that uf was being manually adjusted based on the pt's blood pressure. Two hrs into the treatment the pt gave a loud moan and was found to be unresponsive. The pt was immediately placed in the trendelenberg position, administered saline and oxygen, and CPR was administered. The pt was then placed on an EKG which showed pulseless electrical activity. The pt died within 50mins of attempted resuscitation. Cause of death was stated as heart failure. No blood tests or autopsy was performed. The physician has since instructed the facility to no longer perform treatments without ufc system operating.